Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection found the lead had been severed and only one mid-body segment was returned; the terminal pin and the lead tip segments were not received. The portion measured 535mm. Cuts were noted in the insulation and the conductor coils were deformed. The lead segment was confirmed to be electrically continuous, but no further testing could be performed. Clinical observations could not be confirmed with the portion of lead that was returned.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital for a routine device check. Upon review, an electrocardiogram (ECG) showed a loss of pacing on the monitor and the physician believed the device was not functioning properly. The pacing thresholds, pacing impedance measurements, and sensing tests were performed with normal parameters observed. However, the patient's family was very concerned so the device and associated leads were explanted. The patient received a new pacemaker and lead system the following week. No additional adverse patient effects were reported.